Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿deflation: no observed. As per the investigation procedure, crease/were abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side implant exchange with no complaint against the device. Device was explanted. Later, hcp reported left side deflation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: contra-lateral side saline rupture; later physician's office confirmed this side was deflated.

Event description:
Patient reported left side implant exchange with no complaint against the device. The device was explanted and replaced. Later, a healthcare professional reported left side deflation.